Manufacturer narrative:
Failure to follow instructions (flushed after insertion). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in the patient during an endovascular treatment of a thoracic aortic dissection. It was reported that, during the index procedure, the side port of the valiant stent graft delivery system was unable to be flushed. Saline was injected into the side port but would not flow through the delivery system to infuse the stent graft. The physician elected to remove the delivery system. Per the physician, the cause of the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the complaint could not be confirmed, as water could be flushed through the sideport and was seen exiting the end of the graft cover. There was minor to moderate resistance while flushing the delivery system however, were still successful flushing the stent graft. Using a smaller syringe during the procedure may have increased the resistance causing the inability to flush. The root cause of the event could not be conclusively determined from the device analysis as the individual device components were within manufacturing specification.